Event description:
Healthcare professional reported that they were injecting a patient in the ¿right facial ck1, 2 and 3¿ with 0.2cc of juvederm vista voluma xc. During the injection, hcp stopped due to patient complaining and suspected "internal bleeding or embolism (no change in color)". Patient was immediately injected with 300 units of hyaluronidase and given ice. Symptoms are ongoing.

Manufacturer narrative:
Suspect product: lot number 918. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that they were injecting a patient in the ¿right facial ck1, 2 and 3¿ with 0.2cc of juvederm vista voluma xc. During the injection, hcp stopped due to patient complaining and suspected "internal bleeding or embolism (no change in color)". Patient was immediately injected with 300 units of hyaluronidase and given ice. Symptoms are ongoing.